Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the band in the ligator head was overlapped and the ligator head teeth were bent/damaged. The suture was cut, possibly during the device removal from the scope. The trip wire secured, and the returned irrigation tube and handle were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was observed that the band in the ligator head overlapped and the ligator head teeth were bent/damaged. These suggest that the device could not deploy. It is possible that procedural or anatomical factors encountered during procedure could have affected the overall performance of the device bending/damaging the teeth. Once the teeth got bent, this could have affected the suture that holds the bands making overlapped leading to inability of the device to deploy the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.